Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. It was reported that upon insertion, the device was advanced all the way upto the distal end of the proximal guide, before pulsatile flow was seen in the marker lumen. During needle deployment, a cuff miss occurred. The site was rewired and a non-abbott device was used. The non-abbott device did not close the artery. Manual compression and a non-abbott device were used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.